Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery with 80% stenosis. Pre-dilatation was performed with a 2.5x12mm balloon at 10 atmospheres (atms). The 2.75x28mm xience alpine stent delivery system (sds) was implanted, however, check shot revealed there was a dissection at the distal end while removing the device. A 2.75x8mm stent was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.